Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist curved-tip stapler 30 instrument and failure analysis evaluation was performed. Failure analysis confirmed but did not replicate the customer reported issue. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler instrument was installed onto an in-house system and fired on a test sheet/foam using an in-house stapler reload. The stapler instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was not returned with a stapler reload. An isi failure analysis engineer (fae) reviewed the stapler logs for the stapler instrument used in this event and the following info was provided: the logs show the endowrist curved-tip stapler 30 instrument was installed on the system 12 times and fired 11 stapler reloads (2 blue, 2 gray, 1 white, 2 gray, 1 blue, 1 green, 1 blue, 1 green, in that order). On installs 1, 2, and 4-11, clamping and firing were successfully completed per the logs. On install 3, the system failed to detect a valid stapler reload as installed. The stapler instrument was re-installed for install #4, and the gray stapler reload color was manually selected on the surgeon side console (ssc) touchpad. On install #12, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 40% completion. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist curved-tip stapler 30 instrument did not cut tissue and the blade was exposed. It is unknown at this time how the surgery was completed or the extent of any alleged injury. It is unclear what specific type of injury occurred and if any medical intervention was rendered due the reported complication. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.